Event description:
Additional information received on 29 sep 2018: on (B)(6) 2017, the patient underwent an abdominal computerized tomography scan (CT scan) which revealed a jejunal-duodenal invagination. On (B)(6) 2018, the patient was hospitalized with persistent abdominal pain and anorexia. On (B)(6) 2018, a gastric endoscopy revealed a decubitus duodenal ulcer. The internal gastro-jejunal tube was retired and a proton pump inhibitor was prescribed. On (B)(6) 2018, the patient was discharged from the hospital. On (B)(6) 2018, the duodenal ulcer resolved.

Manufacturer narrative:
(B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient was diagnosed with a duodenal ulcer. On (B)(6) 2018, the duodenal ulcer resolved.